Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior flail for a mitraclip procedure. The patient also had a small ventricle and preserved ejection fraction. Reportedly there was challenging imaging throughout the procedure. A mitraclip xt was placed a1/p1 (anterior 1 and posterior 1 leaflet segments) but there was poor mr reduction after several grasping attempts. During one grasping attempt, the anterior gripper did not move and was stuck at around 100 degrees. The clip was attempted to be removed back to the left atrium however the clip interacted with the leaflets in the subvalvular apparatus. After several troubleshooting maneuvers, the physician decided to release the clip after checking the clip was stable and the leaflets were well-inserted. Upon release a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second triclip nt was selected for implant to stabilize the first clip. The clip was placed lateral to the first clip. Due to challenging imaging, there was difficulty assessing good leaflet insertion. Upon deployment of the second clip an slda was also observed. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. The final mr grade remained unchanged at 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported difficult or delayed positioning (clip interact with leaflets) appears to be due to the user technique of retracting the device. The reported slda appears to be related to patient morphology/pathology. The reported patient effect of unchanged mr appears to be due to the slda. Mr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda. The reported poor image resolution was associated with challenging imaging. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4453 tricuspid valve insufficiency/ regurgitation.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior flail for a mitraclip procedure. The patient also had a small ventricle and preserved ejection fraction. Reportedly there was challenging imaging throughout the procedure. A mitraclip xt was placed a1/p1 (anterior 1 and posterior 1 leaflet segments) but there was poor mr reduction after several grasping attempts. During one grasping attempt, the anterior gripper did not move and was stuck at around 100 degrees. The clip was attempted to be removed back to the left atrium however the clip interacted with the leaflets in the subvalvular apparatus. After several troubleshooting maneuvers, the physician decided to release the clip after checking the clip was stable and the leaflets were well-inserted. Upon release a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second triclip nt was selected for implant to stabilize the first clip. The clip was placed lateral to the first clip. Due to challenging imaging, there was difficulty assessing good leaflet insertion. Upon deployment of the second clip an slda was also observed. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. The final mr grade remained unchanged at 4.